Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, the patient underwent an endovascular treatment for thoracic aorta enlargement using gore® tag® conformable thoracic stent graft with active control system. The gore® tag® conformable thoracic stent graft with active control system was implanted extending distally from a previously implanted gore® tag® thoracic endoprosthesis, which was implanted in (B)(6) 2013. The procedure was completed without any issue. It was reported upon the patient waking up after the operation, paraplegia was confirmed. Spinal drainage was performed as treatment. The patient has recovered to the point of being able to bend his knees. The physician's commented the patient had a shaggy aorta and the reported paraplegia was possibly caused due to spinal cord infarction.